Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a hemostasis procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complainant, the device would not cauterize. The procedure was able to be completed with another device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-1651.

Manufacturer narrative:
The visual inspection reveals no anomalies to the unit. The unit passed the saline bubble test and isolation of electrodes. The unit passed the load test and isolation of electrodes. The complaint was not confirmed. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.

Manufacturer narrative:
Initial MDR was: blank should have been: 2005.